Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (2 mg/ml at 1.4798) and bupivacaine (30 mg/ml at 22.197 mg/day) from their implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016, it was reported that the patient went to the hospital on saturday ((B)(6) 2016) with signs of withdrawal symptoms. Additional information was reported by the rep on (B)(4) 2016. A dye study was done and the catheter had been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.